Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). This is a bilateral patient. Right hip case is reported under (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient was implanted a durom us acetabular component 48/42 h on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2014 due to pain, loosening, synovitis and metallosis.